Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. Corrected fields: d8, h6 (removal of: component code "connector/coupler", type of investigation code "historical data analysis", investigation findings code "leakage/seal", and investigation conclusions code "known inherent risk of device"). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on scope connector, a noise image occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a trace of water ingress was confirmed on the scope connector, suggesting that moisture on the printed circuit board caused by water invasion may have led to the scope communication error. The event can be detected and prevented by following the instructions for use: instruction manual, operation section, chapter 3: preparation and inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed communication error e217 during an unspecified, diagnostic procedure before sedation. The procedure was completed using an olympus backup device. There were no reports of patient harm.